Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed, and the tube adapter was found to be broken. The broken piece measures approximately 0.083" x 0.108" and was not returned with the instrument.

Event description:
It was reported that during central processing, the single port monopolar curved scissors instrument had the arm broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was not used on the patient and discovered in inspection process. No further information to provide.